Event description:
It was reported that the implantable pulse generator generated an error message on the programmer. This message was sent to technical services and a manual guided reset was advised. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.